Event description:
A report was received that stated that a pt received insufficient local anesthesia when the listed medical device was used. It was necessary to place pt under general anesthesia during the procedure.

Manufacturer narrative:
Samples from inventory are currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.